Event description:
On (B)(6) 2013, animas received a fax from a sales representative to report the subject pump¿s screen was illegible. It was noted that it was a demo pump. The reporter claimed the display issue was that the lettering was very light with little contrast making it difficult to read. The reporter denied any visible damage or trauma to the pump. The reporter replaced the pump¿s battery; however, the display issue remained unresolved. This complaint is being reported because the alleged display issue remained unresolved. There was no patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: during investigation, the pump was powered up to a dim and pink display.